Event description:
Caller reported a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Caller was able to load a new cartridge independently and resume insulin therapy, resolving the issue.